Event description:
Reporter alleged the customer was in a diabetic coma while a 90 mg/dl result was obtained on the advantage system compared back to back with a result of 36 mg/dl on the paramedic's system when both results were obtained within 10 minutes. Reporter stated the paramedics treated the customer with an IV of sugar water and he was hospitalized over night. No other actions were reported or treatment received. A request was made for the return of the suspect device and replacement product was sent. Reporter stated they do not have the strips, and so no product will be returned for evaluation.